Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, local infection, and death that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management,¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate ii lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted to the intensive care unit (ICU) with acute respiratory failure, hypoxemia, and lactic acidosis. The aspiration pneumonia initially responded to IV antibiotics. However, the patient's orientation and respiratory status continued to decline. The family was consulted and they decided to discontinue care. The patient passed away on (B)(6) 2025 after withdrawal of care. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.